Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit was sticky a root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure because the coupler unit was worn out, the scope cannot be attached smoothly (worn optics). In addition, the cause not established for cable unit was sticky. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had worn optics. There were no reports of patient harm.